Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The reported symptom of "system error 322" ws confirmed through eval. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switches to move in and out from the upper and lower door latches. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. Upper and lower auxiliary were replaced.

Event description:
It was reported that a spectrum pump had a system error 322. It was also reported there was no patient injury.